Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and blood glucose of 469 mg/dl. Customer's symptoms included thirst and altered mental status. Troubleshooting was performed with the insulin pump. Drive support cap appeared normal. There were two bubbles the size of champagne bubbles in the tubing. Insulin exited during manual prime and no leaks were found. There was a no delivery alarm in the history, which had reportedly occurred when the customer was told to take the insulin pump off. Bolus history appeared correct. No tubing clamp was available to perform the high pressure test. It was advised to change the entire set, reservoir, and insulin. Upon removal of the infusion set, the needles was neither bent nor occluded. It was found the insulin was past the expiration date. A self-test was run and passed. At the time of the report, customer's blood glucose was 65 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.